Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual contains neurologic dysfunction as a potential event that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of neurologic dysfunction. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of neurologic dysfunction. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of stroke. Though the medical team does not believe this event to be related to the device neurological event such as tia and stroke are known potential events that may be associated with use of the device. Transient ischemic attacks (tia) arenot considered a serious clinical adverse event; however, this patient was hospitalized for evaluation. Patient's that experience tia's are more likely to experience more serious neurologic dysfunction in the future. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event include the patient's history of stroke post lvad implant, anticoagulation therapy, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported the patient was admitted to the neurological unit of the hospital with a diagnosis of cerebral stroke, later determined to be a transient ischemic attack (tia). The patient presented with dizziness. Initial neurological exams revealed aphasia and mild right-sided arm hemiparesis. The patient was on marcumar and "thrombo ass 100mg twice a day" and lovenox 40 mg. Coagulation and international normalized ratio levels were checked. The patient was last reported to be doing fine and was discharged home on (B)(6) 2016 with no residual neurological deficit. The medical team does not believe this event to be related to the device.